Event description:
It was reported that the customer was trying to bolus but the buttons did not work properly. Customer received a button error a few minutes after. Customer's blood glucose was 54 mg/dl. The insulin pump had been replaced.

Manufacturer narrative:
There was a no button error alarm noted. There was an unresponsive act button due to an unlocked j2connector at the lcd board. They were unable to perform a displacement test due to the unresponsive button. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked reservoir tube.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.